Manufacturer narrative:
The data logs from the event were reviewed and based on the available data, the system performed as expected however the handpiece did not. It was observed there were many handpiece activation button and force-related errors. The handpiece and tip have been requested to be returned for evaluation but has not yet arrived. The investigation is ongoing.

Event description:
A user facility reported that their own provider experienced a burning sensation towards the end of a thermage flx treatment of the face. The handpiece was just returned from solta depot repair for a leaking cryogen complaint and the provider performed a test treatment on themselves. One day after the treatment, melasma hyperpigmentation was observed on the bilateral cheek area. After the handpiece repair during the test treatment, the provider said that there was cryogen leaking on a treatment that they themselves had a couple of months ago. No injury occurred at the time, however, after the repair the leaking still occurred, albeit less than before the repair. At around 750-800 pulses they observed frosting of the tip and cryogen leaking from the handpiece. They also began to experience a burning sensation from the leaking cryogen. No system errors occurred during the procedure. This was the first time the treatment tip was used. The tip was inspected prior to the treatment and throughout with no discrepancies found. It is unknown how often the tip was checked during the procedure. Solta medical branded cryogen and a normal amount of coupling fluid was used with the highest level of treatment at 1.0. The provider did have thermage treatment performed a couple months prior in the same symptom area but did not have any other treatments performed on the same day or within 90 days of the procedure date. The patient¿s current outcome is that they are healthy, and the hyperpigmentation has improved but is still present. No pictures of the hyperpigmentation have been provided for review. The solta medical reviewer deemed this incident a serious injury.

Manufacturer narrative:
Corrections: d4 model:= from "th-6" changed to "tt4.00f6-900" serial:= from "bbchgg" changed to "unknown" labeled for single use? From "no" changed to "yes" usage of device: from "reuse" changed to "initial" corrections to this report were necessary as initial reporting was for the handpiece. Reporting should have been for the treatment tip. The data logs from the event were reviewed and based on the available data, the system performed as expected however the handpiece did not. It was observed there were many handpiece activation button and force-related errors. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. The customer declined to send the handpiece back for evaluation. They have been using the handpiece since the event with no issues. Attempts to have the treatment tip returned were also unsuccessful. According to thermage flx user manual, hyperpigmentation is a known possible reaction to treatment. Hyperpigmentation will usually resolve over the course of time (within several months). A review of the manufacturing records showed all requirements were met. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No lot number was provided for the treatment tip, therefore review of manufacturing records was not possible. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.